Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex coronary artery. The balance middleweight (bmw) guide wire was jailed during stenting. Resistance was felt during removal of the guide wire and the guide wire unraveled; it is possible the coils separated. The guide wire was removed by hand. It was confirmed, no portion of the guide wire remains in the patient. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The UDI # is unknown because the part number and lot number were not provided. The device was returned for analysis. The reported stretched was able to be confirmed. The reported break was unable to be confirmed however there were noted coil damage. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the guide wire became jailed during stenting resulting in the reported difficulty to remove. Manipulation of the device resulted in the noted offset coils and the reported stretched coils. There is no indication of a product quality issue with respect to manufacture, design or labeling.